Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. The motor was tested outside the device, and it passed. No unexpected pump errors 39 or 43 were noted during testing; however, a pump error 37 did occur during testing. After further review, there was corrosion on the home motor switch. Did not note any cracks in the battery compartment, around the reservoir tube lip, or in the retainer ring. Furthermore, the reservoir retainer ring is solidly attached to the reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had motor current error detected and pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to clear the alarm but was not able to complete rewind. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.